Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the caller planned to follow up later for confirmation of the pump's serial number.